Manufacturer narrative:
Date of event is estimated the results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2021-00484. It was reported the patient experienced ineffective therapy. Diagnostics indicated that the leads had migrated. In turn, surgical intervention took place wherein the leads were explanted and replaced to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.